Event description:
The customer reported that the steering handle was hard to turn. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering components were greased. The system was tested and found to be working as intended and put back into service.